Event description:
It was reported that we received images from a surgeon following a discussion regarding the device recall with an engineer. A left knee revision of all components occurred. The devices reported were logic components and trapezoidal tibial trays. Based on the slide images provided, it seems that this patient had some revision activity of their left knee prior to seeing the surgeon. The revision components are not exactech. No additional information is available. Other left knee revision activity reported under 1038671-2022-01476.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.